Manufacturer narrative:
Cts ordered a new no foam bottle assembly for delivery overnight to customer. No service request generated. Customer was able to resolve the issue through troubleshooting with cts. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report no foam leaked from the unicel dxc 600p instrument. The customer stated liquid came from clear tygon tubing assembly that runs from the no foam bottle to valves v37 and v22. No injury or exposure was reported.